Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event (unknown date). On an unreported date the patient was treated with injection of ceftazidime (1 gm, ongoing, route and frequency not reported) and injection of amikacin 125mg (ongoing, route and frequency not reported) and injection of heparin (discontinued) for the event. On an unknown date, the patient was discharged from the hospital. On an unreported date, the cloudy fluid was resolved, and the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.